Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as the patient making a mistake and the attendant doing continuous ambulatory peritoneal dialysis (capd) without proper training from a baxter clinical coordinator. The patient was hospitalized for the peritonitis event and treated with an injection of vencogen (1gm, ip, frequency was not reported). The outcome of the peritonitis was not reported. The therapy dosage was maintained. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): on an unreported date, the patient recovered from the event of peritonitis.should additional relevant information become available, a supplemental report will be submitted.